Event description:
The device was returned for pneumatic valve leak failure (valve 3). Upon return, the device had cassette misloading error at start up. Log files indicate valve 3 leak failure. Performed recharge test and unit passed. Performed hardware test and unit failed for a valve 3 leak error. Lcd screen is damaged due to broken screw mounts. Valve 3 and lcd screen will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "ticket stated "tubing set error " cleaned and ran infusion pump test. Tubing set alarm appeared 30 seconds into test. Patient status unknown." A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a